Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 227 mg/dl. The customer's blood glucose was 255 mg/dl at the time of incident. The customer stated that they could not see drops of insulin. The customer was assisted in rewinding the insulin pump and priming. The customer stated that they saw drops of insulin. The customer also reported that they received failed battery test alarm. The customer declined to troubleshoot for failed battery test alarm. The insulin pump will not be returned for analysis.